Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the swg and the protective tubing used in the procedure. The reported complaint is on the luer hubs of the medial and proximal extension lines, which are not included in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer reported complaint that the medial (blue) and proximal (white) luer hubs separated from the extension line could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer supplied a photo showing the swg and the protective tubing used in the procedure. However, the reported complaint is on the luer hubs of the medial and proximal extension lines, which are not included in the image. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the reported issue cannot be determined based upon the information provided and without the complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the "luer-lock connection (blue and white head) were falling off" after using device for one week. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the "luer-lock connection (blue and white head) were falling off" after using device for one week. The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.